Manufacturer narrative:
The fsr revisited the facility on (B)(6) 2019 and found the heart lung machine (hlm) batteries were fully charged. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the fsr, this is a back-up unit the end-user stored in the closet.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were not charged. There was no patient involvement.